Event description:
It was reported that a piece of the device broke off in the patient. The broken piece was retrieved and the procedure was completed using a back-up device, however, an additional bone hole was required. No patient injury or other complications were reported.

Manufacturer narrative:
A relationship between the device and reported incident was established based on our visual and functional observations. From the information provided, a piece of the device broke off in the patient. Visual evaluation shows the die broke off. The molded screw was also received with the inserter. Anchor body and sleeve were not returned. Clinical suture was not present. The die was inspected under magnification and the breakage appears to have occurred at an angle. Not a straight breakage. The reported miltifix s-ultra 6.5mm knotless anchor is a single use device therefore a functional test cannot be performed in the condition it was received. Customers complaint was confirmed as the device was received broken at the distal end. Root cause based on our visual observations is due to incorrect alignment of the device with the bone hole during or after insertion. Incorrect alignment, excessive probing, twisting or bending of the device can result in damage to the anchor or incomplete insertion may result. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.